Event description:
The hospital reported the image froze during the procedure and was unable to be retrieved. The procedure was completed with the use of another similar device. There ws no allegation of harm.